Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms, and a rv lead fracture was suspected. At this time, the manufacturer of the rv lead is unknown. The patient is pacemaker dependent and was symptomatic to the switch to unipolar pacing/sensing, as noise was over-sensed and the patient experienced syncope, loss of consciousness and dizziness. Subsequently, the patient was admitted to the hospital pending a possible rv lead replacement. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms, and a rv lead fracture was suspected. At this time, the manufacturer of the rv lead is unknown. The patient is pacemaker dependent and was symptomatic to the switch to unipolar pacing/sensing, as noise was over-sensed and the patient experienced syncope, loss of consciousness and dizziness. Subsequently, the patient was admitted to the hospital pending a possible rv lead replacement. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.